Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed on the device and no failures related to the customer complaint were found. Receiver logs were reviewed which found no issues related to the customer complaint. The device was determined to be working within the required specifications without malfunction. The transmitter (B)(4) that was used with the complaint device was also returned on (B)(6) 2015. The device was visually inspected and no defect was found. Functional testing was performed on the device and the transmitter failed. The customer complaint of permanent out of range was confirmed and the root cause was determined to be a defective transmitter. It was reported that the sensor was inserted in an unapproved site. The dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. Patient inserted sensor into arm which is not an approved site of insertion. Pediatric patient uses adult device against user guide recommendations. No additional patient or event information is available.